Manufacturer narrative:
A ge service representative performed an on site investigation. The iris and contrast were adjusted during the service call.

Event description:
The customer reported that the 9800 system had poor image quality and a motion error. No pt injury was reported.